Event description:
It was reported that a bd bactec¿ mgit¿ 320 system bottle cracked and leaked into the station. There was no report of patient impact. The following information was provided by the initial reporter: "customer called because a tube was cracked and leaked into a station. No, errors and no bottle fragments reported." "Tech was wearing ppe. Instrument decontaminated per engineers recommendations."

Manufacturer narrative:
H.6. Investigation summary: a failure was reported on a mgit 320 instrument (p/n 441743, s/n (B)(6). Customer indicated about the cracked bottle. Bd service communicated with the customer and advised the customer to clean up and decontaminate the affected area. The instrument deemed functional for customer¿s use. This is an unconfirmed failure of a bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was customer workflow induce. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd bactec¿ mgit¿ 320 system bottle cracked and leaked into the station. There was no report of patient impact. The following information was provided by the initial reporter: "customer called because a tube was cracked and leaked into a station. No, errors and no bottle fragments reported." "Tech was wearing ppe. Instrument decontaminated per engineers recommendations."